Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, which did not resolve the issue as the malfunction recurred. Consequently, the customer was instructed to use an alternative insulin delivery method and the pump was scheduled for replacement by technical support. The customer was guided to return the defective pump to tandem within ten days using a pre-paid shipping label.